Event description:
Hcp reported pt presented 2004 with signs of an infection of the device pocket. This includes redness. Cultures of the device pocket, lumber region, csf, and blood were obtained. Type of organism cultured is unk. Pt does not have meningitis. The pt was treated with IV antibiotics and total device system explant. Device was not returned to the MFR for analysis. Hcp reported pt's infection is now resolved with no drug withdrawal.